Manufacturer narrative:
Age, weight, ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Telephone number: (B)(6) telephone number: (B)(6) the intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no response has been received to date. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a intraocular lens (iol), model zct450, had a missing haptic and that there was patient contact with the lens. No other information was provided.